Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited varying and high out of range impedance measurements. It was reported that the rv pacing impedances had been trending high between 1600-2000 ohms for the past few months. No adverse patient effects have been reported. The field representative was contacted for additional information; however at this time no further informations has been brought forth. Subsequent information indicates that this patient's rv lead continues to exhibited high out of range impedance measurements. Additional information indicates that the patient was evaluated in the clinic and impedance measurement during follow-up was 1958 ohms. It was determined that the ICD was functioning appropriately. The physician planned to continue to follow the patient on latitude.